Event description:
The pump was returned for investigation. Evaluation revealed a single component failure. This report is made based on results of investigation completed on 04/24/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/24/2014 with the following findings:evaluation revealed that the black box and history recorded several cs 127 alarms. Cs 127 is a incorrect battery alarm. The battery used was energizer ultimate lithium. Investigators powered up pump and immediately went to alarm screen with cs 127 alarm. Removed pump from case and inspected circuit boards. The c38 was found to be the cause of the incorrect battery alarm. Investigators determined a single component failure. (B)(6).